Event description:
IV heplock cath broken off with >0.2cm noted at hub with remaining cath lodged in pt tissue/vein. Scant cath visible at skin level. IV team called, b/p cuff applied as tourniquet above insertion site. Noted further protrusion of lodged cath, IV team at pt side. Able to remove remaining cath from tissue/vein. No noted trauma to pt.